Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a spinal fluid infection. The system was removed. The drug contained in the pump at the time of the event was not reported. Add'l info has been requested, but was not available as of the date of this report.